Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago..as a result, patient underwent surgical intervention where in the ipg was explanted and replaced. Post-operatively therapy restored.